Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the event was confirmed, and the device did not meet the standard specifications. The defect was due to breakage of image sensor unit including disconnection by stress of repeated use, external factors, or handling, or that the components including ic chip and capacitor, mounted on the electric circuit board had a defect. The instruction manual identifies the following related verbiage which could have detected the phenomenon: the instruction manual operation manual ¿chapter 3 preparation and inspection, 3.8 inspection of the endoscopic system¿ describes the methods for inspection on the suggested event. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the flex deflectable videoscope exhibited the color one of the image was abnormal due to damage to the imaging unit and video connector (the image is magenta or green only). There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation found the color tone of the image was not proper (image is magenta or green only) due to damage on charged coupled device unit in endoscope connector and damage on the video plug, additionally a noise image occurred due to damage on charged coupled device unit and because electrical contact of video connector was shaved. Should additional relevant information become available, a supplemental report will be submitted.